Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the wigglepads of an ojr414 optiflow junior 2 nasal cannula has come off the prongs before use on a patient. There was no reported patient involvement.

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the wigglepads of an ojr414 optiflow junior 2 nasal cannula has come off the prongs before use on a patient. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device ojr414 optiflow junior 2 nasal cannula m was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: upon inspection of the returned device, it was confirmed that the wigglepads were not present within the cannula. Furthermore, the packaging in which the subject device was returned was not sealed. A device history record review was performed for the respective batch and all manufacturing controls were passed for this batch. Conclusion: we are unable to determine the exact cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are inspected to confirm wigglepads are present prior to the device being packed.